Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the motherboard had failed with one cubie and affecting the whole drawer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board ribbon cable had seating issue. The field service engineer (fse) inspected the drawer and found that the right light diode was off. The fse tested the drawer controller board, which passed with a reading of 6100 ohms. Then reseated the row board ribbon cable which restored the drawer and its pockets, and they functioned as expected. Proactive inspection process was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the motherboard had failed with one cubie and affecting the whole drawer. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported due to this event.